Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. The physician thought that there was some sort of micro dislodgement. Additional information was obtained indicating that the cause for high threshold was unknown. It was possibly due to micro dislodgement or due to the patient's condition. The rv lead was explanted and a new lead was replaced. No additional adverse patient effects were reported.